Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. E1b event site name: (B)(6). H3 other text : device not returned to manufacturer

Event description:
On 2nd january 2024 getinge became aware of an issue with one of our surgical lights ¿ xten. As it was stated, the underside cover was cracked at the fixing screws. It was not possible to confirm whether any particles were missing. However, considering the worse case scenario the damage at the fixing points could result in cover detaching from the device. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination in case of reoccurrence.

Event description:
On 2nd january 2024 getinge became aware of an issue with one of our surgical lights ¿ xten. As it was stated, the underside cover was cracked at the fixing screws. It was not possible to confirm whether any particles were missing. However, considering the worse case scenario the damage at the fixing points could result in cover detaching from the device. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination in case of reoccurrence. Based on additional input and photographic evidence received it was possible to determine that the issue investigated herein is not safety and risk related, as there was no indication of missing particles and risk of cover detachment, which was initially considered. Therefore, the scenario described in the record is considered as non-reportable.

Manufacturer narrative:
Initially provided information was pointing to underside cover crack with possibility of missing particles or risk of detachment. The issue is considered as safety related as any parts or particles falling off into sterile field or during procedure may cause contamination. Based on additional input and photographic evidence received it was possible to determine that there was no indication of missing particles and risk of cover detachment. Therefore, the issue investigated herein is not safety and risk related. The investigation was performed. The investigated scenarios did not cause risk to human life. The review of the customer product complaints, related to investigated issue in time, shows that there is no regular income. It was established that when the event occurred, the device was not up to the manufacturer specification due to the cracks present at underside cover. There is no indication if the device was being used for patient treatment at the time when the event occurred. No apparent reason was identified for suggesting to open a CAPA or evaluation for the need of another action in the market. The correction of b5 describe event or problem, h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain and h6 medical device ¿ problem code fields deems required. This is based on the internal evaluation. Previous b5 describe event or problem: on 2nd january 2024 getinge became aware of an issue with one of our surgical lights ¿ xten. As it was stated, the underside cover was cracked at the fixing screws. It was not possible to confirm whether any particles were missing. However, considering the worse case scenario the damage at the fixing points could result in cover detaching from the device. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination in case of reoccurrence. Corrected b5 describe event or problem: on 2nd january 2024 getinge became aware of an issue with one of our surgical lights ¿ xten. As it was stated, the underside cover was cracked at the fixing screws. It was not possible to confirm whether any particles were missing. However, considering the worse case scenario the damage at the fixing points could result in cover detaching from the device. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination in case of reoccurrence. Based on additional input and photographic evidence received it was possible to determine that the issue investigated herein is not safety and risk related, as there was no indication of missing particles and risk of cover detachment, which was initially considered. Therefore, the scenario described in the record is considered as non-reportable. Previous h3a device evaluated by manufacturer: no corrected h3a device evaluated by manufacturer: yes previous h3b device not eval provide code: other corrected h3b device not eval provide code: n/a previous h3c if other provide code - explain: device not returned to manufacturer corrected h3c if other provide code - explain: n/a previous h6 medical device ¿ problem code: material integrity problem/crack//1135 mechanical problem/detachment of device or device component//2907 corrected h6 medical device ¿ problem code: material integrity problem/crack//1135 the unique identifier (UDI) # information is not available since the device was manufactured before september 2016.